Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation degradation at 11.7 cm from the connector pin. Insulation abrasion was also noted at 7.9 cm to 8.2 cm from connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4).